Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that the two dental implants fractured (one in the body and the other in the neck) and that the angled tapered abutment has also fractured. The doctor confirmed that the procedure was concluded with other items.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Event description:
During product evaluation it was noticed that the implants returned is not a tsvb10, it was identified as an unknown tsv implant. The physician was contacted to find out the unknown tsv reference is impossible to obtain.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10), one (1) unknown zimmer implant, two (2) unknown zimmer screws (x2), and one (1) 30 deg taper 3.5p 2mm-4mm (30at324) were returned for investigation. Visual evaluation of the as returned implants identified that the two implants fractured at collar area and show signs of use. Pre-existing condition noted on the per was low bone density (type iii). The reported devices were at tooth location 34 and 44 (universal) for approximately 7 months. Device history record (DHR) and complaint history review could not be performed, as the subject lot numbers associated with the reported products are not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Therefore, based on the available information, device malfunction did occur, and the reported events of implant fracture.

Event description:
No further event information is available at the time of this report.